Event description:
It was reported that patient is scheduled for revision surgery. Update (B)(6) 2014: patient reported that surgeon advised the liner needs to be replaced during revision surgery. Patient is scheduled for right hip revision surgery on (B)(6) 2014.

Manufacturer narrative:
The following other devices were also listed in this report: trident psl ha cluster 52mm; cat# 542-11-52e; lot# 27376905; meridian tmzf hip stem #2/12mm; cat# 6265-1-005; lot# 10009603; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# 28058306; 6.5 cancellous bone screw 40mm; cat# 2030-6540-1; lot# 27649001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Manufacturing date corrected. An event regarding revision surgery involving a trident 10° crossfire insert 32 mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were received. Device history review indicated that. All devices accepted into final stock met specifications. Complaint history review there have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records and/or device were made available. No further investigation is required at this time.

Event description:
It was reported that patient is scheduled for revision surgery. Update (B)(6) 2014: patient reported that surgeon advised the liner needs to be replaced during revision surgery. Patient is scheduled for right hip revision surgery on (B)(6) 2014.